Event description:
It was reported that pump experienced malfunction 9 code after pump became slightly wet from water splashing. There was no reported adverse impact to the customer¿s blood glucose level. Customer was advised to switch to multiple daily injections for backup insulin delivery.